Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of total knee replacement due to pain. Attune rp ps was converted to sigma tc3 rp with mbt rev tray. Note that the attune tray was easily removed from the tibia with minimal cement adhering to the surface of the tray. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up report #2. Follow up #1 submitted on 2/20/2018 should have been submitted as follow up #1. Follow up # 3 submitted on 2/21/2018 should have been submitted as follow up #2. Follow up # 4 submitted on 2/26/2018 should have been submitted as follow up #3 although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was evaluated by depuy commercialized product development. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.